Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 19. On (B)(6) 2022, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6) 2022, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid-19 pandemic in accordance with FDA guidance "post-marketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.